Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted sharp damage on the dissector balloon. Functional testing was performed using a test insufflation bulb the balloon was attempted to be inflated but couldn¿t because a hole was observed at the distal end. It was reported that the balloon physically broke. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: care must be exercised during insertion of the balloon as well as during the course of the procedure to avoid damaging the balloon with other instruments. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the balloon was inserted during a laparoscopic inguinal hernia, balloon physically broke. A new device was used. There was no patient injury.